Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00875200932 liner elevated rim 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell lot# 61956668, item# 00771300600, modular femoral stem, lot# 61856490, item## 00784802201, modular neck bb 12/14 neck taper, lot# 61851037. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Reported event was confirmed by review of operative notes. Revision op note shows the patient experienced pain, leg length discrepancy. Aspiration showed no infection. The right hip was found unstable, subluxation. Cup was found about 60 degrees. Necrotic tissue, some dark tissues was found, which was consistent with metallosis. Slight corrosion and dark, black debris was found on the neck. The cup was severely abducted, the elevated liner was placed in the posterior inferior quadrant of the acetabulum, about 7o¿clock. Based on the op notes, the cup was abducted and the liner was positioned in the posterior inferior quadrant of the acetabulum, about 7 o¿clock, which likely contributed to the instability. The potential impingement between the neck and the elevated liner is likely to increase the micro-motion between the neck and stem, and the head and neck, which could potentially lead to corrosion. However, other factors(e.g. Patient activity, tissue condition, etc.) Cannot be determined. Therefore, the root cause of reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00552, 0001822565 - 2018 - 02974, 0001822565 - 2018 - 06522.

Event description:
It was reported by the patient's legal counsel that the patient underwent a right total hip arthroplasty. Subsequently, the patient was revised approximately 5 years post implantation due to metallosis, corrosion, pseudo tumor, pain, and instability. Intraoperative findings included: leg length discrepancy, subluxation, necrosis of the abductors, adverse local tissue reaction consistent with metallosis and metal debris in the tissue, metallic debris in the abnormal tissue around the acetabulum, and blackened corrosion at the head/neck junction. The cup was severely abducted, the elevated liner was placed in the posterior inferior quadrant of the acetabulum, about 7o¿clock. Attempts have been made and additional information on the reported event is unavailable.